Event description:
It was reported the patient developed a burn at the electrode site while being monitored. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Multiple meetings were arranged between philips and the philips distributor to establish the root cause of the event. Philips provided information to the distributor on the use of the ECG cables and the equipotential grounding of the devices, as stated in the instructions for use (IFU). Philips recommended the distributor an onsite visit by trained philips staff to assess the situation and evaluate the devices. The customer stated they cannot and will not provide more information and declined the onsite visit. It was confirmed that they have indicated that they have ruled out our monitors as the cause of the injury. Multiple good faith efforts attempts have been conducted to gather more information but have been unsuccessful. Made several attempts to obtain product and serial for the measurement server used with intellivue mx550. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. We are unable to confirm the final disposition of the device, because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.